Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectosigmoidectomy procedure, after positioning and closing the load a trigger has been taken, at this instant hearing a strong snap that believes to be of the load and presence of open clamps. There was the need to change the load to complete the case. There was no patient injury.